Manufacturer narrative:
The device was returned. Visual and functional inspection was performed on the returned device. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left superior femoral artery. One stent was successfully placed. The 6.0x30mm absolute pro vascular self expanding stent system (sess) was advanced with resistance noted. Once the sess was advanced to the previously placed stent, it was noted the stent was sticking out from the sheath approximately 1mm and would not advance through the stent. The sess was removed without issue and the procedure completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.